Manufacturer narrative:
(B)(4). Batch # t92m2n. Device analysis: the analysis results found that the el5ml device was received with the cam sub-assembly damaged; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, 10 clips were found inside clip track. Possible causes for the found condition may be inadvertent force, twisting or pressure being placed on the device cam sub-assembly. A manufacturing record evaluation was performed for the finished device lot/batch number t92m2n, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, the clip was not deployed during use. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.